Manufacturer narrative:
Investigation conclusion: a search was performed for similar complaints of the reported problem for this product. No adverse trend was observed for the reported issue. Source: online customer reviews.

Event description:
Hard plastic piece on swab causing "horrible" nose cuts and "massive" nose bleed when swabbing. Customer left a review on an online retail site: "check before you swab!! I bought this exact one. The nasal swab on one had a hard plastic piece on it that scraped the entire inside of my nose causing horrible cuts and a massive nose bleed! I washed off the bloody tip before posting the picture. Check urs before sticking it in ur nose!" Technical support assessment/troubleshooting: no troubleshooting or assistance was provided to the consumer. The product review was obtained from a review of online retail sites. Cvs customer service posted below response to review "hi (B)(6), we are sorry to hear about your experience with the cvs health at home covid-19 test kit. We take customer feedback very seriously and are committed to providing our customers with high quality products. We encourage you to contact us at 1-888-607-4cvs (1-888-607-4287). You can also visit our online help page: https://www.cvs.com/help/help_index.jsp. Regards, cvs customer relations team.